Event description:
Event: unresolved type I superior endoleak. Case details: the pt was not an ideal candidate, having only 5mm of suitable superior neck. The final angiogram demonstrated a type I superior endoleak.